Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occurred. The lesion being treated was a 3.0mm, 90% stenosed, mildly calcified, mildly tortuous, 20mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation using a 3.0x20mm maverick balloon. The physician successfully placed a 3.00x24mm taxus liberte' study stent. Balloon withdrawal resistance occurred. The physician was able to resolve this with force. The physician also placed a 3.5x20mm taxus liberte' study stent in the proximal right coronary artery. The physician also placed a liberte' bare metal stent in the proximal left anterior descending artery. There were no further complications. The patient was discharged on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.